Event description:
Procedure performed: ovarian cystectomyevent description: a broken piece of metal from the inzii device broke off in the patient's pelvis and was not visible during the original ovarian cystectomy surgery. The metal piece was recently found during a CT scan and she had to have surgery to remove it. The first procedure she had to remove the metal piece was the laparascopic foreign body removal. This procedure took place on (B)(6) 2025. She had to have a second procedure due to a hernia from an incision site (where the fat layer comes out through the incision) called an omental hernia. The fat was pushed back in and she was stitched back up.additional info received (B)(6) 2025 via email from amr:please see attached image of the piece and the product that was listed on the order for this surgery. They claim someone identified it as an applied remnant because inzii was on the surgical order and they compared it to the inzii on their shelf.intervention: she had to have a subsequent surgery to remove the metal piece and ended up with a second procedure because she had a hernia from an incision site (where fat layer comes out through the incision) called omental hernia.patient status:patient is alive and recovering

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. However, a photo of the retrieved metal piece was provided.visual inspection of the photo and a sample inzii cd001 device indicated the retrieved piece does not appear consistent with the specified dimensions/shape of the specimen bag support or other cd001 components. Applied medical has performed a historical trend analysis and review of production records and no relevant similar events or manufacturing were identified. Based on the image-only comparison, the general shape of the photographed object appears similar to manufacturing tooling; however, because neither the retrieved object nor the event unit was returned, component identity and failure mechanism remain unconfirmed. A causal relationship between the reported object and any applied device or manufacturing process could not be established.

Event description:
Procedure performed: ovarian cystectomy. Event description: a broken piece of metal from the inzii device broke off in the patient's pelvis and was not visible during the original ovarian cystectomy surgery. The metal piece was recently found during a CT scan and she had to have surgery to remove it. The first procedure she had to remove the metal piece was the laparascopic foreign body removal. This procedure took place on (B)(6) 2025. She had to have a second procedure due to a hernia from an incision site (where the fat layer comes out through the incision) called an omental hernia. The fat was pushed back in and she was stitched back up. Additional info received 11mar2025 via email from "[name]": please see attached image of the piece and the product that was listed on the order for this surgery. They claim someone identified it as an applied remnant because inzii was on the surgical order and they compared it to the inzii on their shelf. Intervention: she had to have a subsequent surgery to remove the metal piece and ended up with a second procedure because she had a hernia from an incision site (where fat layer comes out through the incision) called omental hernia. Patient status: patient is alive and recovering.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.